Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when investigation is completed. The instructions for use (IFU) includes this warning: during air-purging of catheter lumen, inject fluid slowly otherwise balloon may rupture.

Event description:
It was reported that the scepter balloon exhibited a rapid pressure loss and contrast leakage during an occlusion test prior to a carotid occlusion. There was no patient harm reported. The patient is released from the hospital.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned scepter c found a pinhole when inflated, which was located at 0.0746in from the distal bond marker band. The visual inspection and physical evaluation of the device did not identify any other out-of-specification conditions that would have led to this pinhole. This condition and related root causes are mapped in the product's corresponding fmea. Controls in place are mapped to the manufacturing and quality procedures - these controls are validated/verified per procedure. Occurrence rates are within the expected probability per the fmea.